Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the morning after implant at post-op check, atrial threshold testing was unsuccessful and suspected capture of ventricular muscle during atrial threshold testing. Lead dislodgement was confirmed with chest x-ray. There were no apparent electrical issues. It was noted that there was helix extension issue. The patient was not symptomatic at post-op check, but reported poor sleep during the night. The patient's condition was stable and prior to, during, and after the procedure.